Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the smoke/haze issue is the adapter converter. The field service engineer replaced this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The initial report incorrectly stated the oil mist filter was replaced to resolve the smoke/haze issue. Instead, the adapter converter was replaced to resolve the smoke/haze issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The oil mist filter was replaced to resolve the smoke/haze issue. No further issues were reported. Unit meets specifications and was returned to service. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of smoke or haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to discontinue use of the unit until serviced. This event is being reported as a malfunction report subsequent to a serious injury.